Event description:
Pt was revised to address poly wear and disassociation of the poly liner. The cup was loose.

Manufacturer narrative:
This complaint is still under investigation. Dupuy will notify the FDA of the results of this investigation once it has been completed.